Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient reported they were having issues with their implant and the issue began the last 6 months. Patient stated when they first got the implant they would charge the implant 2 times a week and now the charge didn't even want to last 24 hours. At the best the implant was only lasted 30 hours. Patient also noted it was taking considerably longer to charge than it did before. Agent attempted to ask event date but patient had difficulty hearing. At first it would take a half hour to 40 minutes to charge and now it took an hour and 45 minutes to 2 hours to charge. Agent reviewed information. The patient was redirected to their healthcare provider to further address the issue.